Event description:
It was reported that a user experienced persistent postprandial hyperglycemia lasting approximately two hours while using the ilet, noted after a trainer-performed soft reset and during a period of frequent meal announcements that were not consistent with usual meals. Symptoms included elevated blood glucose. Outcomes included user dissatisfaction with therapy and a request for a replacement pump, with no reported hospitalization. Investigation included review of device use patterns and education on correction bolus behavior, soft reset purpose, and consistent meal announcement for algorithm adaptation. Investigation of this case revealed no device malfunction identified and suggested maladaptation related to inconsistent meal announcements affecting glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.